Event description:
It was reported that during routine follow up far r-wave oversensing was observed. The oversensing was noted on stored egms for automatic mode switch episodes. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.